Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 425 mg/dl. The customer was treated with manual injection. Customer was unable to clear alarm due to keypad anomaly. The customer reported via phone call indicating that the insulin pump alarm weak battery. Customer's blood glucose at time of incident was 425 mg/dl. The customer was treated with manual injection. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 425 mg/dl. The customer was treated with manual injection. The customer stated keypad is unresponsive. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, operating current test or verify battery out limit and weak battery due to unresponsive buttons. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.